Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the patient presented with severe angina. Angiogram revealed a 90% stenosed, moderately calcified lesion in the moderately tortuous left anterior descending coronary artery. The xience xpedition stent system was advanced to the lesion and implanted; however, a proximal edge dissection was noted. Another xience xpedition was implanted as treatment. There was no adverse patient sequela. No additional information was provided.